Event description:
Surgeon fired 60mm battery-powered echelon stapler across bowel without incident. Post firing, the stapler would not unlock and open nor straighten from articulated angle. Prior to firing, the battery test was also without incident. Surgeon was able to remove locked stapler from patient's abdomen without causing damage; 12mm trochar also came out due to the angle of the stapler. Surgeon tried to use emergency release on top, back end of stapler but that did nothing. FDA safety report ID# (B)(4).